Event description:
It is reported that a revision surgery took place to correct disassociation of the shoulder. Details of the implant(s) involved or of the revision surgery are not available as of this date.